Manufacturer narrative:
Additional information: d1, d4 (model number, catalog number, if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the device did not fire.